Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Dr. Was able to seat abutment in patient's mouth. Zirconia fracture occurred sometime after restoration. No patient injury. Ti abutment to be made for customer.

Manufacturer narrative:
Evaluation is in process, but not yet completed. Upon completion of evaluation, a follow-up will be sent to the FDA. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.